Event description:
It was reported that this left ventricular (lv) lead was explanted two days post implant, due to increasing high capture thresholds. The pocket was opened and a hematoma was removed. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the lead is received for analysis, this report will be updated with pertinent information upon completion of product analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this left ventricular (lv) lead was explanted two days post implant, due to increasing high capture thresholds. The pocket was opened and a hematoma was removed. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the lead is received for analysis, this report will be updated with pertinent information upon completion of product analysis.